Event description:
The customer reported air in the tubing. The specific pump set is unknown; however it was being used with an omni pump.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record could not be reviewed because the lot number was not available. No sample was received for evaluation; therefore, a root cause could not be determined. A review of the manufacturing process showed all processes and controls were followed correctly. We will continue to monitor and take actions as applicable.